Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. The reported patient effect of hypotension is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, after post dilatation of the xact stent in the mildly calcified, right internal carotid artery using a viatrac balloon, the patient experienced hypotension secondary to baroreceptor stunning. The patient was given a 200 mcg bolus of neosynephrine followed by a 10 mcg dopamine infusion. The dopamine was discontinued on (B)(6) 2011. The patient's oral anti-hypertensive medications were held until (B)(6) 2011. The condition resolved on (B)(6) 2011 and the patient was discharged home. There was no adverse patient sequela. There was no additional information provided.